Event description:
It was reported the pt's intrathecal drug delivery sys was removed in 2007 due to infection. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration sys indicates it is baclofen. Add'l info has been requested from the hcp but was not available as of the date of this report.